Manufacturer narrative:
Device investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. Clinical investigation: although a temporal relationship exists between the liberty cycler and the reported event of peritonitis, there is no documentation showing a causal relationship between the liberty cycler or cassette and the adverse event of peritonitis. Additionally, there is no allegation against any fresenius product(s) and the adverse event. There is however a probable association between the reported peritonitis and a possible breach in aseptic technique during pd therapy given the pdrn¿s statement of a compromise in technique and the organism cultured was (B)(6).

Event description:
A peritoneal dialysis nurse reported that a patient received treatment for peritonitis starting approximately (B)(6) 2017. The nurse stated there was no hospitalization and that the culture results yielded staphylococcus aureus, from comprise in technique. The patient is being treated with vancomycin. The patient is continuing peritoneal dialysis therapy. The cycler was replaced.

Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis nurse reported that a patient received treatment for peritonitis starting approximately (B)(6) 2017. The nurse stated there was no hospitalization and that the culture results yielded staphylococcus aureus, from comprise in technique. The patient is being treated with vancomycin. The patient is continuing peritoneal dialysis therapy. The cycler was replaced.